Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device and use error.

Event description:
Company representative reported "white marks" against device. The device remains implanted.

Event description:
Healthcare professional reported "put in a tissue te last friday, it had a white mark that looked like it had already been accessed when straight out of the package." The device has been explanted.